Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states they are having issues with insulin exiting and numbers not coming up. The customer's blood glucose level at the time of incident was 271mg/dl. The customer states that insulin continues to drip after the motor stops during the manual prime process. Troubleshoot for the prime anomaly was conducted. The customer was advised on proper insertion techniques. The customer declined replacement. The customer was advised to monitor the device and call back if issues persist.